Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer called to report the sensor needle is detaching while pulling out during the insertion process using the enlite-serter. The customer also mentioned that the tape on the sensor isn't sticking properly. Blood glucose reading was 45 mg/dl. The customer had treated with carbs. Customer also stated that she has stopped wearing sensor because she was going through 3 in a day. Nothing further reported.